Event description:
It was reported that the patient has never had therapeutic effect. It was stated that the pump didn¿t work for the patient and that it was causing problems. The pump kept getting turned down to where it wasn¿t working anymore. The pump caused a big lump on the patient¿s side which ¿swelled up and stuff¿. It was noted that the issues started in (B)(6) 2005 and the pump was explanted in (B)(6) 2005. It was unknown what drug the pump was infusing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: catheter. (B)(4).